Event description:
Healthcare professional (hcp) reported that patient was dialyzed in 2003 using an a-22 dialyzer (lot number not documented by the center). Patient experienced hot flashes during the beginning of the dialysis treatment; normal saline was administered. (Reportedly, patient has had similar experience with another manufacturer's dialyzer.) Treatment was continued without further incident. Follow up with healthcare professional revealed that patient expired 7 days later. The cause of death was listed as "acute pulmonary edema".